Event description:
It was reported that the pump unexpectedly powered off during mid-infusion. The nurse was able to promptly restart the pump. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device internal coin cell batteries powering the pump and communication module, which were determined to not be charged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device was charged for 10 days and the passed all subsequent testing.